Manufacturer narrative:
The pt remains on lvad support without any further issue. The outflow graft leak was resolved by the surgeon applying coseal and other products. A review of the device history record revealed that the device met all applicable specifications. Based on the information available and due to the device not being returned for analysis, the exact cause of the reported outflow graft leak could not be conclusively determined. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
During the implantation of a left ventricular assist device (lvad), it was reported that the outflow graft had been preclotted with coseal and within thirty minutes of the implant and pump start, there was a diffuse oozing from the outflow graft. Additional coseal was applied and the heparin was reversed with protomine until the teg testing returned to normal. The oozing persisted, so the outflow bend relief was cut in order to visualize the graft under it. Oozing was found under the graft, so additional coseal was applied with thrombin jelly and cryo and the tubing was wrapped with felt. The coagulation improved after several products were used, prolonging the surgery time. The chest was then closed without issue.